Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, end tones, indicating a complete seal cycle, were provided by the generator in use. The surgeon felt that the tissue had not been sealed and stopped using the device. There was no bleeding or patient injury.

Manufacturer narrative:
(B)(4). One used lf1212a was received for evaluation. Visual inspection found no defects. The customer reported that the device did not seal the tissue being worked upon. The reported condition was not confirmed. The device was activated with an ft10 generator with acceptable results. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications.